Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device greater than 48 hours. No impact to the patient's blood glucose level was reported. Symptoms reported include pain, redness, swelling, fever and the pod site was hot to the touch. The patient's healthcare provider diagnosed the patient with an infection and prescribed an oral antibiotic for treatment.